Event description:
This lead was (B)(6)2002 and remains implanted at this time. A product experience report stated that on (B)(6)/2016 the lead appears to have noise without pacing inhibition and some far field noted that leads to inappropriate mode switches. The physician was unknown at (B)(6) hospital . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).